Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Attempts have been made to obtain missing information; however, to date, no response has been received. Based on the information available, a definitive root cause cannot be conclusively determined. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 19mm 3300tfx aortic valve under evaluation for a valve-in-valve procedure after an implant duration of 6 years, 4 months due to unknown reasons. The tavr has not been scheduled.